Event description:
It was reported that the valve was explanted.

Manufacturer narrative:
The top membrane of the delta chamber had a long tear extending around the outer edge of the membrane. The valve was not patent due to the tear on the delta chamber. All further testing was precluded due to this damage. It is undetermined how or when this damage occurred. The valve was adjustable to all pressure levels using an adjustment tool. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.